Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported issue was not reproduced. However, device evaluation found pixel defects (white scratches). Based on the results of the investigation, the root cause of the reported issue and found failure could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed an image distortion. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed an image distortion. There were no reports of patient harm.